Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. There was no image during angulation due to defective charged coupled device (ccd) unit. Also, evaluation found that due to damage on charged coupled device unit, the specified resolving power is not obtained, the insertion tube was snaky during angulation, and the bending tube and the connecting tube were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image was flashing at times and the subject was not visible. When the image was flickering, the entire screen blacked out. The issue was observed during routine maintenance; therefore, no patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6, h10 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused snakiness of the insertion section during angulation and/or deformation of the bending section. The snakiness and/or deformation hindered forward/backward movement of internal components, causing damage to the image sensor unit. As a result, no image appeared during angulation. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.